Event description:
A surgeon reported that during a procedure, a retinal system had poor cutting from the vitrectomy cutter. He feels the vitrectomy was nt strong enough. The procedure was completed. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).